Event description:
It was reported that during a knee arthroscopy procedure, the tip of the unit had fallen off inside of the patient. It was further reported that the tip remained in the knee, and was later located via xray. Further, the doctor had been applying a lot pressure to the wand. A delay of about an hour was also reported. Upon receipt of the unit, a company representative noted the wand was bent.

Event description:
It was reported that during a knee arthroscopy procedure, the tip of the unit had fallen off inside of the patient. It was further reported that the tip remained in the knee, and was later located via xray. Further, the doctor had been applying a lot pressure to the wand. A delay of about an hour was also reported. Upon receipt of the unit, a company representative noted the wand was bent.

Manufacturer narrative:
Upon visual inspection of the returned unit, the reported tip breakage was confirmed. The metal electrode had broken off from the probe¿s tip. The probe was returned for evaluation, although the detached metal electrode was not returned. There were scratch marks observed on the ceramic tip and significant marks/damage to the probe's heat-shrink (black insulation). The probe¿s wand/lumen was found bent. The unit was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. The device history record of the reported product and lot number was reviewed. There were no manufacturing related discrepancies observed that could contribute or be related to this condition. Probable root causes for the reported condition can be associated, but not limited to: non-conforming component, assembly process and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).